Event description:
It was reported that during deployment of a vascular stent, the deployment mechanism became blocked when the stent was being released 1 cm. The delivery system with the partially released stent was removed from the patient without incident. A new vascular stent was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.